Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the event was not reported. The patient was treated with an unspecified treatment for the event. On an unreported date during treatment, pd therapy was discontinued. At the time of this report, the patient had recovered. No additional information is available.